Manufacturer narrative:
Continuation of d11: product ID: 97715, lot#/serial#: (B)(6), implanted: (B)(6) 2020, product type: implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the lead was fractured proximal to the injex anchor and had the appearance of being shredded. She had requested the lead be sent for analysis but per the hospitals policy the lead was sent to pathology and not given to a vendor rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the rep met with the patient as her controller was providing the message, ¿settings unavailable." Her impedance now shows electrode 3 is greater than 40,000 and electrode 6 is at avoid 17640. In total she now has electrode 0,4, 7 as the only usable electrodes. She was going to physical therapy for her left shoulder,but haws recently stopped and is not going back. She is still getting good paincoverage with current settings, however if she loses anymore she may need to go in for a lead revision. Connectivity shows 0,1,2,3 in the red.

Manufacturer narrative:
Continuation of d11: product ID: 97715; serial#: (B)(6); implanted: on (B)(6) 2020; product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they met with the patient today for ¿setting unavailable¿ message on their controller again. They stated that they ran an impedance check and electrode 4 was greater than 40,000 ohms. It was indicated that the now only had electrode 0 and 7 that were usable on their left lead in their neck connected to their ins implanted on their right side. They were scheduled for an appointment on (B)(6) 2020 at 1:30 for a consult on a lead revision with their doctor. It was indicated that the rep was able to program around it for the time being.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the rep met with the patient and tested impedances on their cervical system. Contact 2 had an orange indicator (avoid) and contact 5 had a red indicator (do not use). It was noted that all of the patient's programs with that system were using these two contacts, so an out of range (oor) message appeared. The rep was able to program around these contacts without problems. It was also reported the patient was having problems with the controller pairing with their ins. The rep unpaired and re-paired the device, which resolved that problem. The patient confirmed they hadn't fallen or took part in any over strenuous activity; nothing out of their norm. Issues were resolved. Additional information received from a manufacturer representative (rep). It was reported that the off impedances came from her right-sided battery which is connected to the peripheral leads in her neck. The patient's controller was having trouble connecting with the left-sided battery. The controller was re-paired and everything was fine. The rep met with the patient because she said she wasn't sure she was using the controller correctly and she needed to be reprogrammed for coverage higher up in her back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had the settings unavailable message on the controller again. An impedance check was done and electrode 1 was now showing a red x while connectivity remained the same. When asked the patient stated she had started physical therapy and had been twice about the time all of this started happening. Her bad electrodes were all on the left lead which was in the should that she keeps having manipulated. The patient noted that the physical therapy was helping her pain and she wanted to go again and would call if she experiences the settings unavailable message again.